Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge with insulin. Customer continued to use the same cartridge and syringe; cartridge able to be filled. There was no reported impact to customer's blood glucose.